Manufacturer narrative:
The device was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments and partial display due to blank-flashing white lcd. The device was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and it was beeping continuously. The customer¿s blood glucose level was high and it was 328 mg/dl at the time of the incident. Customer is calling back with blank display after receiving new battery cap. Customer reports display is flashing and there was no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.